Event description:
It was reported that the patient presented for a regular follow-up, and there was no output and the device could not be interrogated. The device is to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis results revealed that the device no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model.

Event description:
It was reported that the patient presented for a regular follow-up, and there was no output and the device could not be interrogated. The device was explanted and not replaced. No patient complications have been reported as a result of this event.